Event description:
It was reported that the patient experienced a cerebral hemorrhage. A left atrial appendage (laa) closure procedure was performed using a non-bsc percutaneous transcatheter device. It was reported that the non-bsc closure device was found to have moved after ultrasound examination. The physician retrieved the non-bsc closure device and successfully implanted a 24mm watchman flx closure device with no procedure complications reported. The patient was sent to the intensive care unit (ICU) for observation during which a massive cerebral hemorrhage occurred.

Event description:
It was reported that the patient experienced a cerebral hemorrhage. A left atrial appendage (laa) closure procedure was performed using a non-bsc percutaneous transcatheter device. It was reported that the non-bsc closure device was found to have moved after ultrasound examination. The physician retrieved the non-bsc closure device and successfully implanted a 24mm watchman flx closure device with no procedure complications reported. The patient was sent to the intensive care unit (ICU) for observation during which a massive cerebral hemorrhage occurred. It was further reported that the patient passed away on (B)(6) 2024. The cause of death was a rupture of a blood vessel in the brain.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received. B2: date of death added. H6: impact code added.